Manufacturer narrative:
The device in question was returned to the manufacturer on january 17,2025. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the light source was left on top of the drapes and the patient was burnt on the face.